Event description:
It was reported that; when torquing the transverse connector set screw, the transverse connector broke. It was the piece that snaps onto the rod that broke. The counter torque was used. All other blockers were final tightened. The set screw was removed from the connector, and the entire connector was replaced.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. Manufacturing records were reviewed and no manufacturing anomalies were reported. The visual examination confirmed a fracture overload situation. The possible root causes include: excessive tightening torque applied, previous damage to the clip during insertion.

Event description:
It was reported that; when torquing the transverse connector set screw, the transverse connector broke. It was the piece that snaps onto the rod that broke. The counter torque was used. All other blockers were final tightened. The set screw was removed from the connector, and the entire connector was replaced.